Event description:
Revision surgery - the patient fell and broke her femur; the surgeon changed the liner out.

Manufacturer narrative:
The reason for this revision surgery was identified as trauma after 10.6 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number; one due to trauma and one due to pain. This is the first complaint for this lot number. The root cause for the revision was due to trauma as the result of the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.